Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cradle was broken. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device needed preventative maintenance and the roller, worn bushings, worn side plates, and damaged comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb, roller, roller gear, and side plates were all damaged. The calibration and test mesh could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event ¿the cradle was broken¿ was confirmed since during initial inspection the comb was damaged. The root cause of the cradle being broken could not be determined with the provided information. The issue was resolved with the replaced roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.